Event description:
The complaint was reported as: the customer alleges that the circuit failed the sst ventilator test prior to patient use. No report of a patient injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned at the time of this report. A DHR (device history record) review could not be conducted since the lot number related to this complaint was not provided. The customer complaint cannot be confirmed due to the sample involved in the incident reported or a picture of it was not provided, therefore it is not possible to perform a proper investigation. However, current production of product code 780-15, lot number 02g130070 was reviewed and no issues were found that can lead to this issue.